Manufacturer narrative:
Philips service replaced the hdd (pfs-418 cfg2 hdd), reloaded the software, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system crashed during procedure; windows shut down on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.